Manufacturer narrative:
(B)(4). Date sent: 05/05/2025 additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Unk. If yes, how was the device removed? The manual override lever was used to open the jaws. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The manual override lever was used to open the jaws. Did the jaws eventually open? Unk. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 04/08/25. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - the device was used for gastric body transection during a laparoscopic distal gastrectomy (ldg) for stomach cancer. The jaws could not be opened when the 2nd gastric body transection, so the manual override lever was used to open the jaws. It was replaced with another device, and the surgery continued. The cartridge color was gold. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a semi-open laparoscopic colectomy procedure for colorectal cancer, it was observed that the jaws would not open and the knife did not return. The device was used on the colon. Another like device was used to complete the case. There was no patient consequence nor surgical delay reported. Additional information requested.